Event description:
A review of service data detected a reportable event. During servicing, battery pack sn (B)(4) would not communicate. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. As received, the battery pack would not communicate and would not power up a monitor. Battery voltage was 1.96v. The root cause of the non-functional battery could not be positively identified but was likely defective cells. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any problems.